Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with the heel warmer. The customer states they were trying to activate the contents, when the heel warmer exploded onto the patient. The contents were on the patient's hair, face, and clothes. The patient experienced redness and irritation as a result. No medication was given to the patient.